Event description:
It was reported that 2 bd ultra-fine¿ insulin syringes experienced scale marking issues. The following information was provided by the initial reporter: the scale was misaligned in several products. The user states that a small misalignment matters for low-dose products.

Manufacturer narrative:
H6: investigation summary: customer returned (3) 0.5ml, 29 gauge, 12.7mm syringes from lot 1337704. 2 of the returned syringes were observed to have graduation markings below their intended locations. A review of the device history record was completed for batch# 1337704. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the scale markings being misaligned. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ insulin syringes experienced scale marking issues. The following information was provided by the initial reporter: the scale was misaligned in several products. The user states that a small misalignment matters for low-dose products.